Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. It was reported that the customer was pressing button on the insulin pump and screen cracked and customer was not able to read anything on the screen. The customer got a high blood glucose alert. They treated with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was unable to performed the displacement test due to cracked and bleeding lcd and also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.